Event description:
It was reported that during a coil embolization of two cerebral aneurysms (unknown anatomy location), the guidewire broke while being advanced to the second aneurysm. The physician removed the broken guidewire portion with a retrieval device. The procedure was terminated and the second aneurysm was not treated. The patient was reported to be in stable condition.